Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 at 4 pm with blood glucose of 489 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was called back to perform an high pressure test. Customer was not insisted on insulin pump replacement. Customer was performed displacement test. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer reported insulin exited at the quick release. Customer reports pump was not worn during a medical procedure or test around an medical resonance index. Customer using auto mode feature at the time of high blood glucose event. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege insulin pump was under delivering. The insulin pump will not be returned for analysis.